Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt/p) stated that their remote communicator is not able to stablish telemetry. Subsequently, troubleshooting was performed, the communicator was power cycled, however a successful patient-initiated interrogation has not been able to be performed. Latest interrogation showed a yellow collective wave. The patient was referred to contact their clinic regarding device configuration. At this time, this device remains in service and no adverse patient effects reported.